Manufacturer narrative:
Weight:unknown, ethnicity: unknown, race:unknown. Work order search found no similar complaints within associated lots. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -14.50 diopter was torn and removed. No patient injury was reported.